Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin to fill the cartridge. Tandem technical support educated the customer to only use room temperature insulin when filling the cartridge. Caller declined to load a new cartridge. There was no adverse impact to the customer's blood glucose level.